Event description:
It was reported that the device was used during a low anterior resection. It was reported that the staples did not form properly. The case was completed with a stapler and three reload cartridges. There was no consequence to the patient.